Event description:
Customer stated the aligners constantly cut their mouth and caused severe pain and discomfort. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.